Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the drain line cap was detached and it was found inside the seal pouch. Functional testing (self-test and priming) were performed with no issues noted. Under water pressure testing was also performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related during assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation it was noted the cap on the drain line of a homechoice automated pd set with cassette was detached and found inside the sealed pouch. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.